Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 877 mg/dl and diabetic ketoacidosis. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injections and IV fluids. The customer was wearing the insulin pump during the hospitalization. During troubleshooting the insulin pump passed the high pressure test. The insulin pump will not be returned for analysis.